Manufacturer narrative:
Internal complaint number: complaint- (B)(4).

Event description:
It was reported that the patient had a catheter dye study on (B)(6) 2019 and the catheter appeared to be frayed and "grinded". The physician believes that the catheter was damaged during an abdominal surgery the patient had on (B)(6) 2019. The damaged portion of the catheter was subsequently removed and discarded.

Manufacturer narrative:
Internal complaint number: complaint- (B)(4).

Event description:
It was reported that the catheter was observed on a CT scan to be disconnected from the pump. The patient had abdominal surgery on (B)(6) 2019, and ever since has been experiencing increased pain. The catheter will be evaluated.